Manufacturer narrative:
The catheter has been evaluated. The catheter segment distal to marker band is thinned; the tip is partially separated at the point between the marker band and the end of the catheter braid. In addition, the very distal tip appeared burned / melted. The tip was reshaped by the user prior to use. Based on the investigation, the damage to the distal tip is likely to have occurred as a result of excessive steam shaping of the tip.

Event description:
It was reported during coil delivery, physician noted the coil had exited out prior to the tip of the catheter. The catheter was removed and the procedure was completed with another catheter. No patient injury reported.